Manufacturer narrative:
(B)(4). The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned for evaluation. There were no non-conformities or deviation during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
It was reported by an eye care professional (ecp) that a patient experienced that lenses were found "torn at the opening" and caused discomfort with a "glued sensation" in the eyes. Additional information received on (B)(6) 2014 from the ecp stating that the contact lenses were torn and the patient had a small ulcer in her right eye. The patient experienced pain and there were no infiltrates and no permanent scarring noted. The patient sought medical attention and follow up care with her ophthalmologist. Additional information received from the ecp office on (B)(6) 2014 stating that the patient visited the ecp on (B)(6) 2014, and was given "zalerg (ketotifen)" and two other eye drops (unknown). A follow up appointment was scheduled on (B)(6) 2014, and the ecp prescribed a different brand of daily hydrogel silicon lenses as well as vitadrop (sodium hyaluronate and vitamin b12) eye drops. The event has resolved. Lens wear has resumed.